Manufacturer narrative:
(B)(4). Date of initial report: 12/01/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was working properly and then it was removed from the patient's abdomen, a piece of the active waveguide disengaged. There was no patient injury.